Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, urinary/bowel problems and vaginal scarring. It was further reported that the patient underwent explant on (B)(6) 2011 due to vaginal mesh erosion. 46).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-04020 and medwatch 2210968-2013-04023 and medwatch 2210968-2013-04024. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior repair, cystoscopy, and cystotomy repair due to rectocele grade 1 and cystocele grade 3.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.